Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unused companion sample for evaluation. Visual examination of the sample showed no sign of physical abnormality. A volume accuracy test was performed on the sample. The pcm watch produced average dispensed volume of 0.489 ml. The specification range of the product is 0.425 - 0.580 ml. The pcm watch produced functional results within the specification range; the device performed as expected. The reported condition of continuous flow was not confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Event description:
Baxter (B)(4) received a report that a patient control module (pcm) watch delivered drug solution continuously although the patient was not pressing the button. A total volume of 42 ml was infused over the course of 8.5 hours. This implies a 5.0 ml/hr flow rate. The concomitant 5 ml/hr infusor was filled with a 60-ml solution of 120 mg morphine and 120 mg cyclizine in 5% glucose. Infusion flow rate greater than 130% of expected rate has the potential to lead to a serious injury. There was patient involvement, and the patient experienced sedation commensurate with a dosage of morphine within tolerance. There was no report of patient injury or medical intervention necessary in association with this event. No additional information is available.